Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and on chest xray it was confirmed that the lead was dislodged. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.